Manufacturer narrative:
Phone number: (B)(6). Reporter phone: (B)(6).

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the capacitor is defective. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
During the evaluation, the bench engineer determined that the capacitor was defective. Therefore, dfm100 assy capacitance (453564489071) was replaced to resolve the issue. The device was delivered to the customer in the working condition.